Event description:
Reportedly, the physician replaced the subject device because she observed absence of atrial spikes and loss of ventricular capture in this dual-chamber pacemaker with activated rate response. After switching off the rate response and increasing the ventricular output, the behavior was solved, restoring the atrial and ventricular spikes and capture. The device will be returned for analysis. Preliminary analysis of the returned device did not reveal any anomaly.

Manufacturer narrative:
Patient and device symptoms are updated.

Event description:
Reportedly, the physician replaced the subject device because she observed absence of atrial spikes and loss of ventricular capture in this dual-chamber pacemaker with activated rate response. After switching off the rate response and increasing the ventricular output, the behavior was solved, restoring the atrial and ventricular spikes and capture. The device will be returned for analysis. Preliminary analysis of the returned device did not reveal any anomaly.